Event description:
Basically we were dispatched along with (B)(6) for a working code at (B)(6). On arrival the pt's caretakers had initiated CPR. I immediately had my crew take over CPR and placed the pt on the monitor. The initial rhythm was v-fib. I advised we needed to shock the pt and hit the energy select button at least 20 times with no reaction. I shut the monitor off and restarted it hoping to solve the problem and it did not. I could not select an energy to charge to. After repeated failed attempts by both myself and (B)(6) we continued CPR to the medic unit and I had (B)(6) crew get me their lp12. We continued CPR, the pt then went into asystole before I could get the lp12 hooked up to deliver a shock. IV, et intubation, medication administration per protocol and transport to (B)(6) ER with CPR throughout. After care was transferred to the ER staff (B)(6) contacted ems (B)(6) who made his way to the ER to evaluate the monitor. We recreated the problem at least 10 times. We eventually got the monitor to select an energy, but then we could not change the energy.